Event description:
Per distributor report: device was used and they have suspicions that a nurse has hanged in a half full bag (50% air) into one pressure chamber. This caused of course that air was delivered into the patient. The company does not know how much air it was. They shall make a postmortem examination".